Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 2 of 10: it was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled and rejected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary. Bd received three photos for investigation. The evaluation of these photos indicated that the customer's reported failure mode of overfill was not evident, as the blood meniscus is visible under the bottom edge of the closure. Additionally, 100 retained samples were visually inspected with no issues identified. A functional test was conducted on 10 retained samples, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 2 of 10: it was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled and rejected. There was no other health impact or consequences reported.